Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger not engaged. One staple was observed to be jammed at the front of the cover block preventing any staples from being fired. The bottom component was also observed to be improperly welded. There were no signs of biological material on the device. The stapler was received with 39 staples left in the cartridge. Functional testing could not be performed on this complaint sample due to the incorrectly welded bottom component and misalignment of the front staple. When attempting to fire the stapler, no staples formed or moved forward in the cover block due to a staple being jammed at the front. The reported complaint of "misfire/jamminmg - staples not firing" was confirmed based upon the sample received. Visual inspection revealed that one staple was jammed at the front of the cover block preventing any staples from firing. The bottom component was also observed to be incorrectly welded, resulting in it being misaligned. Functional testing could not be performed, as the jammed staple was preventing any staples from firing. It could not be conclusively determined when the product was manufactured because a confirmed lot number was not provided by the customer. Several actions, including supplier notification and quality alert, were taken to address this issue as part of non-conformance, which was closed on 09-dec-2024. It is important for a lot number to be provided to be able to complete DHR review for the sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the person in charge of the emergency medical center fired the stapler during the pre-test for suturing, but the staples did not come out." No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the person in charge of the emergency medical center fired the stapler during the pre-test for suturing, but the staples did not come out." No patient involvement.